Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to an amia device. The nurse reported the cause of death was ¿probably cardiopulmonary arrest¿; however, this was not confirmed. The patient was not hospitalized prior to death. It was reported an autopsy was not performed. Therapy was ongoing prior to death and the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An internal and external inspection was performed and no issues were noted. Internal visual inspection revealed connections were correct and secure with no evidence of moisture or pest infestation, and no internal part damage. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The amia device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. A short-simulated therapy was performed and was completed successfully without any delay or alarms. The pneumatic integrity test was performed and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.